Event description:
A malfunction was reported on the pump, and there was no notable event prior to the malfunction. The impact on the customer's blood glucose level is unknown as the customer declined to answer whether it had exceeded 500 mg/dl. Tandem technical support decided to replace the pump, and the customer was instructed to use multiple daily injections as a backup therapy to maintain insulin delivery. The customer was also guided on how to put the pump into storage mode and advised on receiving and returning processes for the replacement pump.